Event description:
Pt had bilateral breast implantation developing right sided redness, rash, and deformity. Bilateral contractures all necessitating removal. Upon removal bilateral ruptured implants confirmed.